Event description:
It was reported that t:slim x2 pump battery would not charge even though charging cable, wall adapter, and outlet were confirmed in use and working. There was no adverse impact to the customer¿s blood glucose level. Customer changed charging supplies and used different wall adapter and tandem charging cable, after which pump began charging and showed full battery, and customer requested replacement cable and adapter for satisfaction while technical support advised against regular use of non-tandem charging supplies and arranged shipment of replacement charging supplies, with no further assistance required.